Event description:
The pharmacist at the clinic, reported that during a procedure, the device fractured. Broken fragment was retrieved from patient.

Manufacturer narrative:
An event regarding fracture involving a universal cement restrictos was reported. The event was confirmed. Method and results: device evaluation and results: the cement restrictor broke from bending overload conditions. No material or manufacturing defects were observed during this examination. Medical records received and evaluation: not performed as no patient factors were involved in the reported event. Device history review: the reported device was manufactured and accepted into final stock with no discrepancies. Complaint history review: there have been no other events for the reported lot ID. Conclusions: the investigation concluded that the fracture of the cement restrictor was due to bending overload conditions. No material or manufacturing defects were observed during this examination.

Event description:
The pharmacist at the clinic, reported that during a procedure, the device fractured. Broken fragment was retrieved from patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.